Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed 3 openings assessed unidentified (tear) opening. (Shell thickness was within specification). Anxiety ¿ product/ procedure: unable to observe as it is not related to the device. No other observations observed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: b6, e3, d9, h3, h6.

Event description:
Patient reported right side rupture and textured to smooth implants due to the patients concerns with the product. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Patient reported right side rupture and textured to smooth implants due to the patients concerns with the product. Healthcare professional additionally reported "hole, non-specific." Device has been explanted and replaced.

Event description:
Device has been explanted.

Event description:
Patient reported right side rupture and textured to smooth implants due to the patients concerns with the product. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.